Manufacturer narrative:
B3: date of occurrence is sometime between on (B)(6) 2026. E1 title: inside sales manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, foreign matter resembling a fiber was noted on the "right side of the tip and the echo metal" of a soft-pass echotip embryo transfer catheter set during a frozen embryo transfer (fet) procedure. The procedure was completed successfully. There has been no report of the patient experiencing adverse effects. However, the user expressed concern about the potential impact on embryo implantation results. The user is waiting for the patient's results which should be approximately nine days after the procedures were performed.